Event description:
The customer reported to olympus, that whiteout occurs in the endoscopic image and they are unable to restore while using the evis exera ii ultrasonic bronchofibervideoscope. It is unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation revealed several issues: a leak from the bending section cover, pink rubber floating, the bending section cover being open, a non-olympus bending section cover, non-olympus glue on the bending section cover, excessive echo signal missing, third-party repair of the bending section, a non-olympus insertion tube, a user barcode on the control body, a missing screw from the serial plate, and loose angulation movement. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the image "whiteout" issue occurred during a bronchoscopy procedure. No further details were provided, but it was noted that there was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b5, updated with information that was inadvertently left out of the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.